Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: 2002-(B)(6), product type lead, product ID 435135, serial# (B)(4), implanted: 2002-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient had abdominal pain and their stimulator pocket site was puffy and tender. It was stated on a CT scan it showed inflammation and fluid. It was noted on the esophagogastroduodenoscopy, it showed that the leads had perforated through the stomach and were visible. Reportedly, the doctor planned to remove the entire system on (B)(6)-2014 and they were not planning to replace the system at that time. It was stated they wanted to follow the patient and see if the symptoms return.